Event description:
Unable to remove suction from port. It would not come out. Ended up removing entire instrument and port together. Took some time to get port off of the device once removed. No injury to patient.